Event description:
It was reported that during a percutaneous coronary intervention treatment procedure gauge issues occurred. The lesion was 99% stenosed. The physician was able to increase the pressure on the advantage 26 inflation device to five or seven atmospheres, at which point the pressure would decrease. The balloon was never inflated. The physician changed to another of the same inflation device and using the same balloon was able to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: direct product analysis was not possible as the device is not being returned from the user facility as it was disposed of. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).